Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 6.4 cm in diameter abdominal aortic aneurysm. The aortic neck was severely angulated, 70 degrees and was 25 mm in length. The vessel morphology was reported as mild calcification and mild tortuosity in the iliac limbs. The stent grafts were implanted. An angiogram revealed that the stent graft was implanted 1 cm below the renal artery with a type I endoleak present. The physician inadvertently implanted the stent graft 1 cm below the renal artery, due to not adjusting for parallax. The physician implanted an endurant aortic cuff and the inaccurate delivery and the type I endoleak were resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Results/conclusion: (severely angulated aortic neck).